Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm during priming. Customer's blood glucose level was 260 mg/dl. Customer corrected with an insulin pen. Pump was not dropped or bumped. Customer stated that the drive support cap was normal. Customer does not use the sensor. Customer is able to complete the rewind sequence. Pump will be returned for analysis. Insulin pump will be replaced and returned. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.